Event description:
A surgeon reported poor aspiration and poor cutting of the vitreous probe during a vitreoretinal eye surgery. The procedure was completed after replacing the probe with another one. There was no patient harm. A product sample was requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A probe sample was returned for aspiration and cutting of the probe that was poor during surgery. There was no lot number was identified with this report; therefore, a lot history review could not be conducted. The sample was visually inspected using 25x magnification and found to be conforming. Actuation and aspiration testing were performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe did not aspirate or cut during surgery as the probe had acceptable function. The root cause for this complaint is unknown because the returned sample was conforming to specification (B)(4).